Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the sureform stapler 45 reload associated to this complaint. Therefore, failure analysis of the product related to the complaint cannot be performed. A follow up MDR will be submitted if additional information is received. A review of the site's complaint history revealed no complaints for the stapler and reload other than for this event. No image or procedure video was provided for review. An instrument log review was conducted, which resulted in the following findings: the logs show the customer used the following two sureform 45 stapler instruments on (B)(6) 2021 with system sk2366: sureform 45 instrument part# 480445-04 lot# l90200421-0227 was last used on 332315 with system sk2366 and had 8 lives remaining. This last usage of the device per the log review matches the reported event date, indicating that the instrument was not used after the date of the reported event. Sureform 45 instrument part# 480445-04 lot# l90200421-0219 was last used on 332315 with system (B)(4) and had 4 lives remaining. This last usage of the device per the log review matches the reported event date, indicating that the instrument was not used after the date of the reported event. A review of the site's system logs for the reported procedure date was conducted. Investigation revealed the following possible related system errors: 1164 no stapler cartridge found in the stapler on universal surgical manipulator (usm) 4. A review of the instrument log for the two sureform 45 stapler instruments associated with this event has been performed by an isi failure analysis engineer (fae). The following additional information was provided: logs show that pn 480445-04, lot l90200421-0227 was the first sureform 45 (sf45) instrument used in the case, and this instrument fired qty 4 reloads (black, green, black, black). All firings were completed per the logs without any pauses for compression. This instrument did not have any incomplete clamps. The second sf45 used was pn 480445-04, lot l90200421-0219, and this instrument fired qty 8 reloads (all black). All firings were completed per the logs. Firings # 5 and 7 had a pause for compression, and the remaining fires were completed without pausing. This instrument did not have any incomplete clamps. Based on the information provided, this event is being reported due to the following conclusion: during a da vinci-assisted surgical procedure, it was alleged that sureform stapler 45 instrument distal end would not detach from the tissue. Per subsequent follow up, the surgeon received a complete fire when firing on the lung; however, upon opening the instrument to remove, the staples at the proximal tip were in the stapler and the other half was stuck on tissue. Medical intervention may be required in the event that the staple(s) cannot be released from the target tissue. While there was no report of any patient harm, adverse outcome or injury, at this time it is unknown what caused the breakage to occur.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the sureform 45 instrument fired successfully multiple times. Then on one fire, the staples at the distal end would not detach from the tissue. The customer reported that the staples were manually removed from the stapler and that the stapler was replace with a backup of the same kind. It was noted the reload was still attached. A black reload was reportedly installed during the reported event. The surgeon did not encounter any obstructions such as clips, staples or hard material between the instrument jaws. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the isi sales representative stated the robotic coordinator clinician contacted him about the reported incident. The sales representative informed that he had walked into the lobectomy procedure after the issue had occurred and was present to review the instrument. It was reported to the sales representative that the instrument had been in use multiple times during the case with no issue. The surgeon received a complete fire when firing on the lung; however, upon opening the instrument to remove, the staples at the proximal tip were in the stapler and the other half was stuck on tissue. The stuck staples on the tissue were manually picked/removed by using another davinci instrument. The sales representative confirmed that no staples were dropped into the patient. No malformed staples were observed. The customer did not receive an error message. As the sales representative was present during the last portion of the case, they did notice a staple was lodged in the stapler instrument. It was noted that there was no tissue tension/bunching observed. The tissue had no signs of tissue calcification. The customer then replaced the sureform 45 stapler instrument with a backup instrument to continue the case. The sales representative stated that the customer would be returning the stapler instrument and reload for review. No video/image was available for review. The procedure was completed robotically with no patient injury or harm.